Manufacturer narrative:
An extended investigation has been performed for the reported complaint. The user reported missing alarms. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A missing alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 7 phone with ios operating system version 15.8.3, app version 21128275. The customer reported alarm disappearance with their freestyle librelink. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of sweating and a seizure, requiring self treatment of cola. There was no report of death or permanent impairment associated with this event.

Event description:
A missing alarm issue was reported with the abbott diabetes care (adc) device in use with iphone phone with ios operating system version 7. The customer reported alarm disappearance with their freestyle librelink. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of sweating and a seizure, requiring self treatment of cola. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.